Event description:
It was reported that the distal tip of rotawire was fragmented in the coronary vessel. A 330cm rotawire was selected for use. During the procedure, it was noted that the distal tip of the rotawire fragmented in the coronary vessel. Fragmented portion of wire stabilized and patient remained hemodynamically stable throughout the procedure. No further patient complications reported.